Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generator's connector and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the lead had difficulty being inserted into the pulse generator's header. The pulse generator exhibited a loss of output on the ventricular channel. The device was not used. Another device was implanted successfully. The patient was doing ok post procedure.